Event description:
It was reported that the handpiece did not work during the surgery. The surgery was completed with another handpiece. A delay of over 30 mins was reported but no adverse consequences resulted from the event. No further pt info is available from the customer. This device is used for treatment.

Manufacturer narrative:
The device has been received and evaluation is in progress. A follow up report will be submitted upon completion of the investigation.